Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture, seroma-late.

Event description:
Healthcare professional reported left side "intracapsular rupture confirmed on ultrasound", "small amount of fluid in the extracapsular space which is probably a seroma", "4 cm from nipple at left breast, a palpable lump corresponding to a loculated area of fat possibly a lipoma not showing any suspicious features". The device has been explanted. The device was found intact upon explant.